Event description:
It was reported that the charge indicator on the pump did not show an accurate increase past 30% despite constant charging. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.